Manufacturer narrative:
One device was returned for analysis of cm plaint of double beep alarm. Log events were reviewed and there were no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. During testing, the double beep alarm was acknowledged upon power-up. Probable cause was a damaged downstream occlusion (dso) sensor. The sensor was replaced. All performance verification tests were performed. All tests exceeded specifications.

Event description:
It was reported that the pump was "double beeping no cassette" during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.